Manufacturer narrative:
The disposable handpiece used in this case was not returned and therefore a failure analysis of the complaint device could not be performed. The lot of the disposable handpiece was not provided; therefore a device history could not be performed. The relationship between the device and the reported adverse event could not be established. Based on the information reviewed, there is no indication of a product deficiency. All handpieces meet all qa specifications prior to being released, including adequate sterilization. Patss is a rare complication following a global endometrial ablation in woman who have had a previous tubal sterilization. The minerva endometrial ablation system operators manual includes post-ablation tubal sterilization syndrome as a potential adverse event and includes the following warning. "Patients who undergo endometrial ablation procedures who have previously undergone tubal ligation are at increased risk of developing post ablation tubal sterilization syndrome which can require hysterectomy. This can occur as late as 10 years post procedure."

Event description:
It was reported about nine months ago, exact date unknown, the treating physician performed a minerva ablation on a patient. The patient developed post ablation tubal sterilization syndrome (patss). The physician attempted to rectify patss hysteroscopically, however was unsuccessful. The patient had to undergo a supracervical hysterectomy.